Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 1 syringe received with the original tray packaging. Visual evaluation noted the syringe was received without a cap, and there was very little water in the syringe. The syringe was received in a separate biohazard bag, that also had a small amount of water it in. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tip cover came off during shipping or in processing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine.* proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the nurse was placing the catheter from the temp sensing foley tray, it was noted that the saline syringe was uncapped and only 3/10 ml of the saline remained in the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the nurse was placing the catheter from the temp sensing foley tray, it was noted that the saline syringe was uncapped and only 3/10 ml of the saline remained in the syringe.